Event description:
It was reported that during a scheduled vena cava filter retrieval approx five months post filter implant, a detached limb was discovered embedded in the ivc wall. The filter and detached limb were retrieved successfully without incident. No reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.